Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was in the hospital due to surgery and had low blood glucose levels. The customer's blood glucose reading was 45 mg/dl. The customer suspended the device and ate some food. The customer had received a cal error alert. The customer was assisted with troubleshooting. Nothing was replaced or returned.